Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Patient was revised disassociation.

Manufacturer narrative:
Examination found evidence suggesting the device was not fully seated in the mating device during primary surgery. The anterior locking tabs show no evidence indicating engagement with the mating device. Review of the device history records did not reveal any manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incidents against the product/lot combination since release for distribution. The investigation could not draw any conclusions about the root cause of the non-assembled device. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.